Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during the preparation of the faradrive steerable sheath clear. Once the farawave catheter was inserted into the faradrive steerable sheath clear and aspiration was performed. The sheath was advanced to the clear shaft and air aspiration was performed when the air was noted. Once the farawave catheter was removed and leaking the faradrive steerable sheath clear only, no air was noted. When the farawave catheter was reinserted and air aspiration was performed, air was noted. A starter guidewire was inside the faradrive steerable sheath clear when air was noted. A non-boston scientific product was used for irrigation with a flow rate of 20ml/h. The faradrive steerable sheath clear was replaced with another faradrive steerable sheath clear and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during the preparation of the faradrive steerable sheath clear. Once the farawave catheter was inserted into the faradrive steerable sheath clear and aspiration was performed. The sheath was advanced to the clear shaft and air aspiration was performed when the air was noted. Once the farawave catheter was removed and leaking the faradrive steerable sheath clear only, no air was noted. When the farawave catheter was reinserted and air aspiration was performed, air was noted. A starter guidewire was inside the faradrive steerable sheath clear when air was noted. A non-boston scientific product was used for irrigation with a flow rate of 20ml/h. The faradrive steerable sheath clear was replaced with another faradrive steerable sheath clear and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis